Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent graft placement procedure using covera stent. During the procedure, the stent was allegedly found to be crushed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the delivery system or the stent was not returned, the stent remains implanted. Provided x-ray images show a stent placed in a curved section. The stent is flattened/ kinked, which leads to confirmed result. Based on the images provided a covering fold could not be confirmed. In this case only limited information was provided. Based on x-ray images provided, deformation of the stent is confirmed. However, a definite root cause for the reported issue could not be determined. Labeling review: current version of instruction for use (IFU) supplied with this product: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instruction for use states that potential complications may include, but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the instruction for use. Regarding selection of the correct size of the covered stent the instruction for use states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent graft placement procedure using covera stent. During the procedure, the stent was allegedly found to be crushed. There was no reported patient injury.